Event description:
Customer reported that a nurse hung a 1000 ml bag of d5lr on a female pt at 1 am at 50 ml/hr. At 2:40 am, the pt's husband called the nurse to say that his wife's IV site hurt. The nurse then found that the entire bag had infused. No pt harm. No medical intervention provided.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.